Manufacturer narrative:
H6. Codes: updated. No sample has been returned. The customer provided pictures of the reported sample. Review of the photos showed that the pro-vent filter was missing from the plunger tip assembly. The physical appearance of the sample (presence of blood) suggests that it was used. When wet, the filter acts as a barrier against fluid leakage. The missing filter would most likely cause leakage to occur confirming the complaint. Although the complaint was confirmed, without a product sample, it could not be determined how it detached from the plunger tip. The root cause is unknown. Complaint information will continue to be monitored for any new information and further actions taken accordingly. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when the cap was pushed up after drawing blood, the blue rubber plug at the cap leaked. There was patient involvement, but no patient harm/adverse event reported.